Event description:
It was reported through remote transmission that noise and oversensing was present on the atrial lead. An increase in pacing impedance was also noted. The patient had complained of experiencing fatigue. At the patients next follow-up, noise was no longer present but an intermittent loss of capture was observed. The lead remained implanted. The patient continued to experience fatigue but the nurse stated that it was believed the fatigue was not device related.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.